Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem ( service code 107 and 112) has been confirmed. Upon investigation the monitor was displaying service codes 107 and 112. The monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving a service code 107 (abnormal shutdowns) and a service 112 (corrupt questionnaires database).